Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a bd (battery depletion) code. Data analysis was performed which confirmed the bd code was triggered due to excessive magnet use. The battery measurements have started to improve and the capacitor charge was appropriate. No adverse patient effects were reported.